Event description:
A health care provider (hcp) reported via a manufacturer representative that when the lead kit was opened, the health care provider (hcp) saw the lead was bent in the packaging. No environmental or external factors caused the event. No diagnostics or troubleshooting was done. A new lead was used and the issue was resolved. There was no patient involvement in the event.

Manufacturer narrative:
Analysis of the lead found the stylet wire was bent, new out of the box.